Event description:
The customer reported that one day after an rf ablation procedure, a burn injury was found on the side of the patient's left leg. It is unknown if the pad had been applied at this site. Ointment was applied and the patient is under observation. Additional treatment might be needed. Patient information is not available. The incident pad was discarded.

Manufacturer narrative:
(B)(4). The incident device was discarded by the customer and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.